Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n178038007, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that there was a break in the distal segment of the catheter. A catheter revision and reprogramming were done. Per the health care provider (hcp), a recent dye study with computed tomography (CT) revealed a leak at the spine. The patient was given oral baclofen and percocet for acute pain; scheduled for a pump study to evaluate, and surgery to correct the catheter issue. The existing catheter was cut at the spine; the spinal segment was tied off; left in the intrathecal space, and replaced. Good cerebrospinal fluid (csf) return to gravity was noted from the new segment. The catheter access port (cap) was not aspirated to confirm flow through the entire system. The patient denied any falls or injuries and had no idea how the catheter was fractured. The patient noticed an increase in her pain roughly 3 months prior to the report and was uncertain if her dosing was adjusted since that time. The patient was receiving less than 50% therapy relief in her legs. Additional information received reported the patient was having spasms and a strange feeling the legs. The patient recovered without permanent impairment. The pump was infusing baclofen (unknown) and clonidine.